Manufacturer narrative:
H3: product analysis of part # c05a ; lot # faef128 visual inspection confirmed the cement polymer has dried in the vial. The vial may have a crack in it or the vial was exposed to uncontrolled temperature changes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of event is india. G4: similar device with product# cx01a with 510(k)# k102397, UDI # (B)(4) is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a device used for spinal therapy. It was reported that the bone cement with hydroxyapatite became semi-solidified before opening the bottle. The labeling was followed throughout the procedure. The product was never implanted. There was no patient involved, no further complications reported.